Event description:
It was reported that the patient began applying rescue tape to the driveline damage over six months ago. The patient was hospitalized for an event unrelated to both the left ventricular assist device (lvad) and driveline. The patient was likely to be discharged from the hospital on (B)(6) 2024. The patient had no alarms, but old wear and tear on the driveline with the entire silicone worn away. The driveline was retaped during the visit and showed no known trauma to the site. It was noted the patient was scheduled in (B)(6) 2024 for a half-year follow-up appointment. No log files were submitted for review, but pictures were submitted for review. It appeared after review of the images there were a few twisted areas on the driveline, which may not warrant repair. Tech services also advised patient to let the driveline bend freely as the clear tubing placed on the area of the driveline damage may cause more problems over time. Previous driveline damage is reported under MFR #: 2916596-2022-14577.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.